Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/20/2016 that on (B)(6) 2016, the g5 mobile application sometimes looses connection with the transmitter. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4). Correction - the g5 system is associated with product code pqf.